Event description:
It was reported that throughout the operation, continuous leakage of blood on dialysis connector. Oxygenator was not changed, perfusion could be brought to an end without any problems. Ref. # (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and corrective actions for the device described in this report. The MFR has not received the device for investigation. A request to obtain the device was issued. Once the device became available, the investigation will begin to determine the root-cause. A supplemental medwatch will be submitted if additional info becomes available.